Event description:
It was reported that "during the injection of the product by the surgeon, when pressure was applied to push the product through the deflux needle, the syringe plunger broke. This caused a significant cut to the surgeon's finger applying the pressure." No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during the injection of the product by the surgeon, when pressure was applied to push the product through the deflux needle, the syringe plunger broke. This caused a significant cut. To the surgeon's finger applying the pressure." No additional information is available at the time of this report.

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one empty syringe of the reported lot in return. No visual defects observed on the syringe. Unable to verify the complaint via provided sample. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues found connected to the raw material (glass syringe) which can explain the complaint. The probable root cause was not verified. No further actions will be performed within this complaint, however, the lot is monitored and if relevant, further investigation will be performed." Teleflex will continue to monitor and trend on complaints of this nature.